Manufacturer narrative:
Functional testing was unable to be performed due to the returned condition of the delivery system (material separation of the crimp balloon, kinks, and damage on flex tip). Dimensional measurements of the crimp balloon double wall thickness were taken adjacent to the separation and were found to meet specifications. During the manufacturing process, the commander delivery system undergoes multiple inspections for mechanical damage, bonding process, and balloon defects. All manufacturing lots undergo product verification testing on a sampling plan which verifies inflation balloon to crimp balloon bond strength. The complaint was confirmed for torn balloon. While a definitive root cause was unable to be determined, available information supports that patient and/or procedural factors contributed to the reported event. Per the complaint file, the patient had mild access vessel tortuosity and mild access vessel calcification. It is possible that this may have contributed to the reported event and resulted in increased force and handling/manipulation of the device. Although information was not provided on the location and condition of the valve alignment, it is known that performing valve alignment in a non-straight location can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. The damage noted on the flex tip may provide evidence of this occurrence. If the thv is unseated during alignment it can result in higher than usual valve alignment forces, and can potentially contribute to the tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval. Engineering studies relating to balloon tears were performed to confirm these conditions and engineering was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. No manufacturing non-conformities or IFU/labeling inadequacies were identified during the engineering evaluation of the returned device. A review of the complaint history for march 2016 revealed that the occurrence rate does not exceed the control limits for this trend category. However, at management discretion, a preventive risk assessment was previously initiated for risk assessment and for consideration for further escalation. The complaint for withdrawal difficulty was confirmed based on the returned condition of the device (torn balloon). Complaint information indicates that patient and/or procedural factors contributed to the reported event. It was stated that ¿upon retrieving the delivery system and valve through the esheath, the valve caught on the femoral tissue.¿ other factors which may also contribute to withdrawal difficulty of the delivery include the withdrawal angle, excess fluid being left in the inflation balloon, or not placing the flex tip over the triple marker prior to withdrawal. No manufacturing non-conformities or IFU/labeling inadequacies were identified during the engineering evaluation of the returned device. A review of the complaint history for march 2016 revealed that the occurrence rate does not exceed the control limits for these failure mode.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. Preliminary visual evaluation revealed a slight bend in proximal end of balloon shaft due to shipping. The delivery system was returned in locked position with 1" of fine adjust used and fully inserted through the sheath. The balloon was bunched on the distal and I/c bond separation was observed. The proximal leg of the balloon was bent outwards. Flex tip damages was observed on the face of the flex tip. No flex tip bunching was noted. There was a kink in the esheath shaft approx 1.5" from distal tip. No liner tears were observed. The liner was compressed and stretched back. The sheath housing and seals were disassembled to retrieve balloon through sheath. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the european edwards affiliate, during the transfemoral tavr procedure, post deployment of the 26mm sapien 3 valve, the physician was unable to be retrieve the delivery system into the sheath; therefore a surgical approach had to be performed through the femoral artery with good results. The patient stable at the conclusion of the case. The withdrawal difficulty was perceived to have been caused by an under deflated balloon.